Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain / abdominal pain/cramping"), menorrhagia ("severe menstrual flow") and medical device site laceration ("it tore flesh and tissue out") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. In 2008, the patient started essure. In 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia (seriousness criteria medically significant and clinically significant/intervention required), medical device site laceration (seriousness criterion medically significant), device physical property issue ("physician inserted the essure crooked / it was pushed so hard that it made a u shape") and complication of device insertion ("complication of device insertion"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and dysmenorrhoea ("severe menstrual cramps"). The patient was treated with surgery (bilateral salpingectomy and laparoscopy assisted total vaginal hysterectomy (latvh)) and surgery (scraping of uterus). Essure was withdrawn. At the time of the report, the abdominal pain lower, menorrhagia, medical device site laceration, vaginal discharge, vaginal infection, dysmenorrhoea, device physical property issue and complication of device insertion outcome was unknown. The reporter considered abdominal pain lower, menorrhagia, medical device site laceration, vaginal discharge, vaginal infection, dysmenorrhoea, device physical property issue and complication of device insertion to be related to essure. The reporter commented: on or about 2008, doctor did not numb the right side of her uterus/fallopian tube and inserted the essure crooked. Lt tore flesh and tissue out without unlatching the clamps. It was pushed so hard that it made a u shape. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and began to experience lower abdominal pain / cramping, severe menstrual flow, and it tore flesh and tissue out (interpreted as medical device site laceration), whereupon she underwent uterine scraping (interpreted as curettage) and essure removal with bilateral salpingectomy and hysterectomy. Lower abdominal pain, menorrhagia, and device site laceration, serious due to medical significance, are anticipated in the reference safety information of essure. This report provided limited information, however, as the chain of events started with a tube laceration in the context of a difficult device insertion with coil bending, and continued with local pain, a causality of the essure micro-inserts cannot be excluded (related). Other events, non-serious, were reported in addition. The case was classified as incident because of surgical interventions and device removal. A product technical analysis is awaited. Follow-up information is expected only through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pelvic areas"), abdominal pain lower ("lower abdominal pain / abdominal pain/cramping"), menorrhagia ("severe menstrual flow, abnormal bleeding (vaginal, menorrhagia)"), uterine haemorrhage ("irregular uterine bleeding") and medical device site laceration ("it tore flesh and tissue out") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "physician inserted the essure crooked / it was pushed so hard that it made a u shape" in 2008. The patient's concurrent conditions included endometrial thickening since (B)(6) 2010, alcohol use since (B)(6) 2010, drug dependence since (B)(6)2010, breast lump since (B)(6)2011, fibromyalgia since (B)(6) 2011, epigastric discomfort since (B)(6) 2011, gerd since (B)(6)2011, ankle injury, ear ache, spinal pain, cough, sore throat, bronchitis, vertigo, pharyngitis, exhaustion, insomnia, musculoskeletal pain, muscle stiffness, muscle pain, hot flashes, early menopause, blood progesterone low, menometrorrhagia, gastritis, tooth disorder, lumbar pain, shoulder pain, trochanteric bursitis, back sprain, anuria, endometriosis, breast mass, adenomyosis, sexual dysfunction, otitis externa, uterine fibroids and thoracic pain. Concomitant products included pantoprazole (protonix). In 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), medical device site laceration (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual cramps, dysmenorrhea (cramping), debilitating cramping"), complication of device insertion ("complication of device insertion"), micturition urgency ("bladder or urinary problems or changes: urinary urgency"), fatigue ("fatigue") and back pain ("pain, lower back"). In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating, chronic diarrhea"), diarrhoea ("gastrointestinal or digestive system condition type: bloating, chronic diarrhea"), nausea ("nausea"), migraine ("migraines / headaches"), headache ("migraines / headaches"), anxiety ("psychological or psychiatric problems condition: anxiety and depression") and depression ("psychological or psychiatric problems condition: anxiety and depression"). In 2013, the patient experienced food allergy ("allergic or hypersensitivity reaction type: food allergy to eggs"). In 2014, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)), surgery (bilateral salpingectomy and laparoscopy assisted total vaginal hysterectomy (latvh)) and surgery (scraping of uterus). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dysmenorrhoea and back pain was resolving and the abdominal pain lower, menorrhagia, uterine haemorrhage, medical device site laceration, vaginal discharge, vaginal infection, complication of device insertion, vaginal haemorrhage, food allergy, micturition urgency, dyspareunia, fatigue, abdominal distension, diarrhoea, nausea, migraine, headache, urinary tract infection, anxiety and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, complication of device insertion, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, food allergy, headache, medical device site laceration, menorrhagia, micturition urgency, migraine, nausea, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on or about 2008, doctor did not numb the right side of her uterus/fallopian tube and inserted the essure crooked. Lt tore flesh and tissue out without unlatching the clamps. It was pushed so hard that it made a u shape. Small echogenic foci in the sub endometrial region of the endometrial canal are somewhat nonspecific and could be related to prior endometrial ablation if patient has this history. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram thorax - on (B)(6) 2015: no acute abnormality seen in the chest. Mammogram - on (B)(6) 2012: wire location to be in place in good position.; on (B)(6) 2015: no evidence of malignancy. Smear cervix - on (B)(6) 2015: negative ultrasound breast - on an unknown date: bilateral lumps. Ultrasound scan - in 2008: total bilateral occlusion x-ray - in 2008: total bilateral occlusion concerning the injuries in the case, the following ones were described in patient's medical records: back pain, abdominal pain, abdominal distention, nausea, diarrhea, anxiety, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of an implant bent is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the available information a product qualit¿ defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device use error. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporters, patient demographic information, product indication updated, treatment medications, concomitant disease, new events vaginal haemorrhage, food allergy, micturition urgency, dyspareunia, fatigue, abdominal distension, pelvic pain, nausea, migraine, headache, urinary tract infection, anxiety, depression, back pain and uterine haemorrhage added. Outcome for the events dysmenorrhoea, pelvic pain and back pain added as recovering / resolving. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of an implant bent is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device use error. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and began to experience lower abdominal pain / cramping, severe menstrual flow, and it tore flesh and tissue out (interpreted as medical device site laceration), whereupon she underwent uterine scraping (interpreted as curettage) and essure removal with bilateral salpingectomy and hysterectomy. Lower abdominal pain, menorrhagia, and device site laceration, serious due to medical significance, are anticipated in the reference safety information of essure. This report provided limited information, however, as the chain of events started with a tube laceration in the context of a difficult device insertion with coil bending, and continued with local pain, a causality of the essure micro-inserts cannot be excluded (related). Other events, non-serious, were reported in addition. The case was classified as incident because of surgical interventions and device removal. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information is expected only through the litigation process.